Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited crystallization under the light guide lens. There was no patient involvement.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reportable malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.